Event description:
It was reported that the lead exhibited oversensing which resulted in the patient experiencing unanticipated therapy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the insulation was abraded at 5.5 cm to 5.7 cm from the connector pin which exposed the outer coil. This likely contributed to the reported noise. The abrasion was consistent with exposure to constant friction with another implantable device.